Event description:
Lap chole - "surgeon fired 2-3 clips successfully followed by clips continually scissoring. A second device was used to finish the case. This is 'no product' cer. The hospital has been requested to save event samples, but non were set aside from the case."patient status: "ok".

Manufacturer narrative:
No product is being returned for eval and no lot number has been provided to MFR. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.